Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented fluid ingression on the downstream sensor. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Found fluid ingression on the downstream occlusion sensor causing double beep - cassette attached. Replaced downstream occlusion sensor. The cause of the reported problem was traced to the user fluid ingression of the device. Product is beyond 2 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4) . Corrected data: d4: correction: model number: 6400.

Event description:
It was reported that during testing, the device double beeped with cassette. No patient injury was reported.

Manufacturer narrative:
Operator of device: is unknown. No information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.